Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)') in a 36-year-old female patient who had essure (batch no. 624103) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 (((B)(6) 2002; (B)(6) 2007)). Concurrent conditions included pregnancy with contraceptive device (((B)(6) 2011)) and stillbirth nos (2011). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. At the time of the report, the ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy to be related to essure. The reporter commented: the plantiff experienced two other pregnancy episodes under essure on (B)(6) 2011 and (B)(6) 2015 which is captured under case number (B)(4) respectively. Additionally, a child case has been created for the still birth which occurred in 2011 which is captured under case number (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 36-year-old female patient who had essure (batch no. 624103) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 ((30/03/2002; 06/08/2007)). Concurrent conditions included pregnancy with contraceptive device ((20-mar-2011)) and stillbirth nos (2011). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: the plantiff experienced two other pregnancy episodes under essure on (B)(6) 2011 and (B)(6) 2015 which is captured under case number 2019-146613 and 2019-035550 respectively. Additionally, a child case has been created for the still birth which occurred in 2011 which is captured under case number 2019-146616 lot number:624103 manufacturing date:2007-04 expiration date:2009-03 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)') in a (B)(6)-year-old female patient who had essure (batch no. 624103) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 (((B)(6) 2002; (B)(6) 2007)). Concurrent conditions included pregnancy with contraceptive device (((B)(6))) and stillbirth nos ((B)(6)). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. At the time of the report, the ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy to be related to essure. The reporter commented: the plaintiff experienced two other pregnancy episodes under essure on (B)(6) and (B)(6) which is captured under case number (B)(4) respectively. Additionally, a child case has been created for the still birth which occurred in 2011 which is captured under case number (B)(4). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.